Event description:
It was reported that the patient was in clinic and a system controller exchange was planned, and it was planned to provide the patient with a new power cable. The patient has a heartmate 2 and was using a power module rather than a mobile power unit (mpu). The patient was having a "connect power" advisory alarm when the white cable was switched from the power module to the battery. The white power cable connector pins were inspected and only 3 were observed rather than 5. At least one of the broken pins was visualized stuck inside the power module cable. While both cables were connected to the power module there were no alarms. The patient was completely asymptomatic. Log files were submitted for review and captured a driveline disconnect event at1912 on 19dec2025. There were also some low voltage hazard events specifically when the black power lead was disconnected and the system controller was relying on the faulty white lead. Several no external power events were noted, and the backup battery (ebb) was in use several times as well as during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect event which resulted in a pump stop; however, a specific cause for the observed driveline disconnect could not be conclusively determined through this evaluation. The submitted log file contained events from 07dec2025 to 31dec2025. The driveline was disconnected on 19dec2025, causing the pump to stop and resulting in driveline disconnect, low speed hazard, and low flow hazard alarms. The driveline was reconnected approximately 8 seconds later, and the pump appeared to resume normal operation at the fixed speed without issue by 19:50:15. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed while the driveline was connected. As such, the cause of the driveline disconnect was not identified. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. These sections also state that the pump will stop if the driveline disconnects from the system controller. If the driveline disconnects from the controller, it should be promptly reconnected to resume pump operation. Section 2 of the IFU and section 2 of the patient handbook also provide instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU and section 5 of the patient handbook also address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, the IFU and patient handbook provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the driveline disconnect event was not identified.